Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr (transcatheter aortic valve replacement) procedure with a 29mm sapien 3 ultra resilia valve in the native aortic position, the pre-existing abdominal stent dislodged when the valve exited the 16fr esheath+. The vascular team was called then the valve was successfully advanced and dislodged itself from the stent. The team pulled negative on the atrion inflation device to ensure there was no blood, and the balloon was not compromised. The valve was deployed with a good result and the delivery system was removed. Vascular repositioned the dislodged stent and placed a new stent, then the esheath+ was removed. The patient was in stable condition when leaving the operating room. Per report, there was no injury to the patient and no blood transfusion was required. No images or intraoperative videos are available and the non-implanted devices were discarded.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: investigation findings, investigation conclusions and h11 have been updated. Additions to section h6: type of investigation. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint of difficult to track system through anatomy was unable to be confirmed due to the lack of a returned device or relevant imagery. It was reported that the pre-existing abdominal stent dislodged when the valve exited the 16fr esheath+. Patient factors, such as the presence of a pre-existing vascular stent, may create constrained sections of the anatomy that interfere with passage of the delivery system and result in tracking difficulty. As such, available information suggests patient factors (interaction with pre-existing vascular stent) contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.